Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records from (B)(6) 2020 note that the patient went the ER due to worsening left knee pain and got an injection of toradol. Doi: (B)(6) 2016, dor: (B)(6) 2017 (captured in (B)(4)), doe: (B)(6) 2020; left knee.